Event description:
It was reported that the rv lead was explanted due to inappropriate therapy caused by oversensing from the fractured lead. High ventricular lead impedance >3000 ohms was also observed. No further patient complications were reported as a result of this event.